Event description:
PICC line leaked upon placement at the hub and had to be removed. A new PICC was placed with no patient harm.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.